Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse found blood leaking from the septum of a bd intima-ii¿ closed IV catheter system 18 g x 1.16 in. When removing the needle. No report of injury or medical intervention.

Manufacturer narrative:
Investigation summary batch records were reviewed. No abnormal records related to defect. Customer did not return sample and photo, unable to confirm the defect type. A sample was tested with 800mm and 45psi leakage. The samples were not leaking, the test is qualified. Bd was unable to to duplicate or confirm the customer's indicated failure mode. Produce was within specification.